Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2017 stated that the lead exhibited low impedance. The patient was asymptomatic and in stable condition throughout event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, the right ventricular lead exhibited impedance anomaly. The lead was capped and replaced. No patient condition was reported. No further information was available.